Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It was reported that the bg meter reading was 100 points lower compared to the cgm reading at the time of the event. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. D10 concomitant medical product name - correction. D10 medical product - correction. D10 therapy date - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H6 codes: health effect impact code - correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.